Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. Associated medwatch manufacturer's report# 1222780-2012-00010. During a myosure procedure for uterine tissue removal, the physician saw a perforation at the fundus "via laparoscope". The physician noted " the perforation likely took place during the sound and/or dilation but could not confirm". No medical intervention was needed to treat the perforation. It is noted that the fluid deficit was "820". Normal saline was used as the distention media. A dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the procedure. It is not known when this perforation occurred or what instrument may have been the cause. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. Neither the disposable device nor the hysteroscope are being returned therefore, a failure analysis of the myosure system can not be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as product identification numbers were not provided by the complainant. According to the instructions for use (IFU) warnings: hysteroscopic fluid (i.e., 1.5% glycine) intake and outflow should be monitored. Any system delivering high pressure inflow to a patient increases the risk for fluid overload. To reduce the risk of hyper volemia the procedure must be terminated if the fluid deficit exceeds 800cc. (B)(4).